Manufacturer narrative:
One device was received for evaluation. A review of the event history log revealed a 'no disposable' alarm. Functional testing was unable to duplicate the reported problem. The device passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that there was an error sound and no cassette label. The event occurred during priming at the patient's home. There was patient involvement and no patient harmed reported.